Manufacturer narrative:
On 21-jul-2016 product investigation results: the reporter returned 4 brush heads on 05-jun-2016. Brush heads confirmed to be counterfeit.

Event description:
Rotating part came apart from the handle, had both the rotating part and a screw in mouth- oral-b brush head [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the rotating part of the oral-b brushhead, version unknown, came apart from the handle. The rotating part and a screw were removed from the reporter's mouth. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Rotating part came apart from the handle, had both the rotating part and a screw in mouth- oral-b brush head [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the rotating part of the oral-b brushhead, version unknown, came apart from the handle. The rotating part and a screw were removed from the reporter's mouth. No symptoms developed.